Manufacturer narrative:
Correction g2: report source was corrected to consumer.

Event description:
According to the available information the implant was unable to deflate, fluid would not go back to the reservoir.

Manufacturer narrative:
D6a: implant date not known; however, was implanted approximately 20 years ago. As no lot number was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed. The device remains implanted. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.